Manufacturer narrative:
The events were reported to have occurred on an unreported date in early (B)(6) 2021 and in (B)(6) 2021. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in two episodes of peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the events. The patient was treated with an unspecified drug (intraperitoneal, dose and frequency were not reported) for the events. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow-up.